Manufacturer narrative:
D4: unique identifier (UDI) # - the UDI number is not available as the product code and serial number are unknown. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse during therapy. The pump was set to run zometa, all the clamps were open and the pump indicated that it would be a 15 minute infusion. Checking the pump an hour later it indicated "infusion complete¿ but the bag was entirely full and nothing had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.